Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor broken at the end of filling. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: lot manufacture date: february 10, 2020 - february 11, 2020. H10: the customer returned a sample with lot 20b001 for evaluation. Visual inspection on the returned unit via the naked eye noted the bladder has been ruptured. The ruptured bladder was examined for signs of abnormality that could have caused the rupture and no issues were noted. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was manufacturing related. A batch review was performed for received lot 20b001 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.